Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and a moderate ketone level. The cause of elevated bg was unknown. The customer went to the emergency room and bg was treated with a manual injection and a bolus from the pump. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, and no issues were observed with the insulin or infusion set. Recommendation was made to consult with a healthcare provider regarding diabetes management.